Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing and shock impedances, also, pacing thresholds tests were not able to be completed. The patient went to the clinic and data was reviewed, confirming that all lead measurements from the dailies up until the day before the clinic visit were all fine. The presenting electrogram showed some very low-level noise on the shock channel and then some afterpotentials whenever the device paced in the atrium. The technical services suspected an rv lead fracture. A chest x ray analysis had been requested according to the field representative. Also, the field representative was going to discuss with the physician. Additional information was received from the field representative mentioning that the tacky detections were turned off on the lead. Also, an x ray analysis was performed but they did not figure out a specific origin. The rv lead remains in service and a future revision is planned. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing and shock impedances, also, pacing thresholds tests were not able to be completed. The patient went to the clinic and data was reviewed, confirming that all lead measurements from the dailies up until the day before the clinic visit were all fine. The presenting electrogram showed some very low-level noise on the shock channel and then some afterpotentials whenever the device paced in the atrium. The technical services suspected an rv lead fracture. A chest x ray analysis had been requested according to the field representative. Also, the field representative was going to discuss with the physician. Additional information was received from the field representative mentioning that the tacky detections were turned off on the lead. Also, an x ray analysis was performed but they did not figure out a specific origin. At this time there was an alert for rv intrinsic amplitude out of range, also, tachy mode was turned off and the rv lead has been extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing and shock impedances, also, pacing thresholds tests were not able to be completed. The patient went to the clinic and data was reviewed, confirming that all lead measurements from the dailies up until the day before the clinic visit were all fine. The presenting electrogram showed some very low-level noise on the shock channel and then some afterpotentials whenever the device paced in the atrium. The technical services suspected an rv lead fracture. A chest x ray analysis had been requested according to the field representative. Also, the field representative was going to discuss with the physician. Additional information was received from the field representative mentioning that the tacky detections were turned off on the lead. Also, an x ray analysis was performed but they did not figure out a specific origin. At this time there was an alert for rv intrinsic amplitude out of range, also, tachy mode was turned off and the rv lead has been extracted and replaced. According to the physician the lead became dysfunctional from subclavian crush and also showed increased thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing and shock impedances, also, pacing thresholds tests were not able to be completed. The patient went to the clinic and data was reviewed, confirming that all lead measurements from the dailies up until the day before the clinic visit were all fine. The presenting electrogram showed some very low-level noise on the shock channel and then some afterpotentials whenever the device paced in the atrium. The technical services suspected an rv lead fracture. A chest x ray analysis had been requested according to the field representative. Also, the field representative was going to discuss with the physician. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.